Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during case on (B)(6) 2025, the device showed an error. They were able to bring in a back-up unit to complete the case. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "error code 382 during use could be confirmed by inspecting the device and the log files. The log files of the ui500 showed an error message combination (247/24c/101) which ends up in the final safe state error message 382. This error message refers to a defective control board which failed because of a component defect withing the board. The IFU is stating this "failure of products" clearly in section 3.9, page 12, see labeling review for reference. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID: (B)(4).